Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx pro closure device was implanted. Post-implant the patient was on plavix and aspirin. At the routine 45-day follow-up a thrombus was identified on the closure device via transesophageal echocardiogram. The thrombus was superiorly located, biased toward the limbus, and non-mobile. The patient's medication was switched to eliquis.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx pro closure device was implanted. Post-implant the patient was on plavix and aspirin. At the routine 45-day follow-up a thrombus was identified on the closure device via transesophageal echocardiogram. The thrombus was superiorly located, biased toward the limbus, and non-mobile. The patient's medication was switched to eliquis.